Event description:
An optometrist reported a pt with diffuse lamellar keratitis (dlk) of the left eye at lasik follow up visit. Add'l info indicated the pt's topical steroid dosage was increased. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).